Event description:
The rptr stated that she had gotten the er1 message and retested, obtaining a result of "around 350." She said that she did not compare the confirmation dot on the test strip to the color chart. She reported having symptoms such as being hot, sweaty, and sleepy, but that she didn't adjust her medication or seek medical advice.